Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port blunt tip trocar "btt" balloon would not inflate properly because it was malformed, or asymmetrical. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the non-inflated balloon showed no non-conformities. The balloon was inflated to 25 cc of air and the inspection found no tears on the silicone or the latex material. The balloon was submerged in water to check for any air bubbles from the balloon and to check the valve area. No air bubbles were present. Finally, the concentricity of the balloon was measured, and the balloon met the minimum outer diameter "od" specification. The reported failure was not confirmed. A lot history record review was completed for the product, and there was no non conformance associated with the lot number.